Event description:
The customer reported receiving an error message on their precision xtra meter. The customer reported the following symptoms: "lightheadness and feeling very tired." He also reported being seen by a doctor at the "black seed community hospital" and being reportedly diagnosed and treated for dka (diabetic ketoacidosis). To counteract the event, the customer took insulin and glucose. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow up report will be submitted once investigation results are available.